Event description:
Previous admission in 6/2002 for anurio renal failure and hyperkalemia. Non-contrast CT scan showed obstructing 1.5cm calculous left proximal ureter. Stent placed the day of admission. Lithotripsy performed 23 days later. Pt readmitted to hosp on the day after the procedure, with pain and shortness of breath. Cbc revealed anemia, CT showed subcapsular hematoma. Pt transferred and treated for renal failure and developed multiple organ failure.